Event description:
Heart attack [myocardial infarction]. Case narrative: case (B)(4) is a serious spontaneous case received from a consumer via a regulatory authority in the united states. This report concerns a patient (no patient identifiers reported) who experienced a heart attack during treatment with euflexxa (sodium hyaluronate) solution for injection intra-articular, unknown concentration, dose or frequency, used for unknown indication from an unknown start date to an unknown stop date. The husband of the patient reported that on (B)(6) 2020, the patient died of a heart attack. Action taken with euflexxa was not applicable. At the time of reporting, the outcome of heart attack was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comments: very limited and important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication, product indication, administration dates, as well as the details relating to the death of the patient preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's death. Company causality unrelated. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unrelated. Other case numbers: internal # mw5103178. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.